Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported aviva system blood glucose results of 544 mg/dl and 401 mg/dl, aviva combo result of 175 mg/dl within 10 minutes. Strips from the same vial were used in both meters. At 6:55h with aviva combo (with new finger and lot 494187) 175mg/dl, 6:56 with mobile (new finger and lot 27840741) 170mg/dl. No adverse event was reported. A request was made for the return of the meter and strips.